Event description:
The customer contacted physio-control to report that their device had all three icons (charge pak, attention and service wrench) present on the display and would no longer power on. There was no patient use associated with the reported event.

Manufacturer narrative:
(B)(4).: it was later confirmed by the customer that the device has been permanently removed from service and that they will obtain a replacement. The device has not been returned to physio-control for evaluation. The cause of the reported issue could not be determined.